Manufacturer narrative:
Complaint text states that the operator leaves solution #1 (mup) on-board the axsym system longer than one month. The customer support specialist (css) informed the operator the mup should be left on-board the axsym no longer than 14 days. The text states that daily maintenance had been performed, the probe and wash station had been cleaned, and that monthly maintenance had been performed. The css suggested the operator perform an optics check. The operator indicated that since performing the suggested troubleshooting, they have not had any add'l issues with the total psa assay. A review of the complaint history for axsym analyzer for the time period 2006 through 2007 was performed. The results of the review did not find other complaints related to this issue. Labeling: the axsym total psa assay reagent package insert provides the following info: handling precautions - do not use solution 1 (mup) beyond the expiration date or a maximum of 14 days on-board the axsym system. When loading new solution 1 (mup), it is important to immediately tighten the instrument cap for mup to minimize exposure to air. Prolonged exposure of mup to air may compromise performance. Storage instructions - solution 1 (mup) must be stored at 2-8 degrees celsius (do not freeze). It may be used immediately after removing it from the refrigerator mup may be on-board the axsym system for maximum of 14 days. After 14 days, it must be discarded. This is the final report.

Event description:
The customer stated an incorrect pt result was generated on the axsym total psa assay. A result of 13.9 ng.ml was obtained and when repeated the next day, the same sample recovered as 0.63 ng/ml. No add'l info was provided. No impact to pt mgmt was reported.